Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a driveline infection. On (B)(6) 2020, while the patient's dressing was being changed, a crack was found in the driveline, approximately 1.5 inches from the exit site. The account requested recommendation for what to use on the driveline. The account noted that they would normally use silicone tape but were unsure as the crack was under the sterile dressing. A picture of the driveline was submitted. A review of the log file noted no unusual events. Technical support recommended that the area be wrapped with rescue or fusion tape as the small tear in the driveline appeared to be cosmetic only. The patient was admitted for driveline infection on (B)(6) 2020. The pump operated without issues. Drainage at the patient's exit site was minimal. Dressing changes were performed every other day. The patient completed course of intravenous cefepime. Infection disease was concerned that the patient may develop resistance so no transition was done to oral antibiotics at this time. The account planned to assess the driveline and manage appropriately.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the submitted photograph. A direct correlation between the device and reported driveline infection could not be conclusively determined through this investigation. The submitted photo of the patient¿s driveline confirmed superficial damage to the external portion of the driveline, approximately 1.5¿ from the exit site. The submitted log file contained data from (B)(6) 2020 00:00:01 through (B)(6) 2020 15:31:19. No atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10may2013. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing this event.